Manufacturer narrative:
The reported event of fracture /high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead fracture. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of fracture /high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.